Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2009. Upon first activation, the reservoir locking plate was too hard to lock. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.